Manufacturer narrative:
The field service engineer (fse) visited the facility and examined the system. The fse cleaned the flow cell at the chloride port which apparently resolved the problem. This reportable event was identified during a retrospective review complaints conducted between (B)(4) 2008 and (B)(4) 2010 for add'l reportable events.

Event description:
Customer reported that erroneous electrolyte results were generated by the unicel dxc 600 synchron system. The results were not reported out of the lab. The samples were retested and yielded results within clinical expectations. There are no reports of any adverse events or need for medical intervention to prevent or preclude serious injury.